Event description:
The clinician reports the implant was inserted (B)(6) 2011 in ada 30. On (B)(6) 2019, loss of osseointegration was verified. The device was forwarded to the manufacturer. At the event the patient experienced: mobility and swelling. No further patient complications were reported.